Manufacturer narrative:
(B)(6).

Event description:
It was reported that needle tip broke off and it had to be removed manually, with sheer force. No patient injury was reported.

Manufacturer narrative:
The reported speedstitch needle, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the needle tip broke off and it had to be removed manual, with sheer force. An exact root cause cannot be determined with confidence as product was not returned; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. Excessive force applied to the needle can result in device failure or damage to the needle. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.